Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys cea assay on a cobas 6000 e 601 module. The sample initially resulted with a cea value of 15.08 ng/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2020, resulting as 1.10 ng/ml. The cea reagent lot number was 381518, with an expiration date of 31-mar-2020.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.